Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that it is not working anymore, not helping anymore. Patient further said after implant it was working really good then she started having trouble with leakage it was really bad. During troubleshooting, it showed that patient was on program 1 at 4.2. Patient successfully increased to 4.4 and reported feeling stim in her pelvic floor and wanted to try it there. No further complications were noted or anticipated.